Manufacturer narrative:
Concomitant medical products - model: 407652, lead; implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a live call notification was completed to the patients clinic after receiving an alert notification. The clinic staff was notified that the patient's right ventricular (rv) lead appeared to be ventricular undersensing during an episode in the ventricular fibrillation (vf) zone. No programming changes, at the time of the event, were requested. The lead remains in use. No patient complications have been reported as a result of this event.